Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of event is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown nail head elements/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: patient is the reporter. PMA/510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient reported complaint: it was reported that the patient had a surgery on (B)(6) 2018 due to broken femur. The parts that have been placed in the patient's body are titanium implant in the right femur. The nail is ti-15mo, the screw is ti-6al7nb, the lag screw is also ti-6al7nb. The patient had a narrow immune response right now and it could be coming from the implant. But the patient is not sure, and needs more information concerning potential allergic reactions to component parts. The patient's bone is fine, considers having the implant removed but the patient needs more information before liking that decision. Give the patient a call back and let the patient know the percentages of people that actually are allergic to immediate component parts have been in the past and give much information that you have on this and it will proceed accordingly. This complaint involves three (3) devices. This report is for one (1) unk - nail head elements. This report is 3 of 3 for (B)(4).